Event description:
Allegedly plate broke.

Manufacturer narrative:
Investigaion is not complete. Event device code is addressed in package insert. Although several attempts have been made, a medwatch 3500a form has not been rec'd from the user facility. This report will be amended when the investigation is complete.